Manufacturer narrative:
Additional information: adverse event or pord prob (b), device manufacture date added correction: material code changed from mp1000 to mp1000 china investigation result: no samples were received for investigation, in which the customer has stated: ¿a nurse was giving a patient a PICC infusion, and after connecting a brand new needleless connector with a regular infusion set, she found that there was a leakage at the connection of the needleless connector, and immediately replaced the needleless connector with a brand new one". The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23025311 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 china product in the past 12 months.

Event description:
Additional information: during the infusion, the connector is connected to the PICC catheter, and the infusion drug is an ordinary drug with no irritation. On the third day of using the joint, the patient found that there was wet water in the bed sheet at the joint, and carefully observed that there was liquid leakage at the joint, and then called the nurse, and after the nurse confirmed, the joint was found to be leaking, and it was replaced and treated as soon as possible. There was no effect on the patient. After understanding with the nurse concerned, the nurse said that it was an isolated phenomenon, and the nurse said that the joint luer joint seemed to be relatively short, which may be caused by the connection not being tight enough. Use alcohol swabs for disinfection.

Manufacturer narrative:
H.3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus needleless connector was leaking the following information was received by the initial reporter with the following: on (B)(6) 2024, in ward 7, a nurse was giving a patient a PICC infusion, and after connecting a brand new needleless connector with a regular infusion set, she found that there was a leakage at the connection of the needleless connector, and immediately replaced the needleless connector with a brand new one, and there was no leakage, which was an isolated case.